Event description:
It was reported that after a da vinci-assisted surgical procedure, the carriage on universal surgical manipulator (usm) 4 could move forward. The previous procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The customer informed the fse that the issue did not affect system operation. The fse replaced usm 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was tested on an in-house system and passed in normal mode. During the normal mode test, the carriage was found to be loose and able to wiggle on the insertion rail. Failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection revealed that the insertion linear bearing popped off of the insertion linear rail. Additionally, the small ball bearings within the insertion linear bearing had fallen out. The unit also passed all the other required tests. The complaint regarding usm 4 carriage could move forward was confirmed based on the field evaluation and failure analysis.